Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brushes fell apart from the head into mouth- oral b power care [device breakage] . Case narrative: consumer e-mail stated that consumer started to use brush heads and brushes fell apart from the head into mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brushes fell apart from the head into mouth- oral b power care [device breakage]. Case narrative: consumer e-mail stated that consumer started to use brush heads and brushes fell apart from the head into mouth. No injury was reported. Follow up: product received date added, german product notes added: pending complaint investigation.

Manufacturer narrative:
02-oct-2025 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brushes fell apart from the head into mouth- oral b power care [device breakage] product counterfeit- oral b [product counterfeit] . Case narrative: consumer e-mail stated that consumer started to use brush heads and brushes fell apart from the head into mouth. No injury was reported. Follow up: product received date added, german product notes added: pending complaint investigation. Follow up: 02-oct-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.